Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the system gave a remote alert indicating an error in the geometry segment controller, which can impact geometry movements. Upon troubleshooting, it was found that the ethercat string was in an incorrect state due to the geometry segment controller error, which was attributed to heavy network traffic caused by a missing or malfunctioning firewall. To resolve the issue, the fse restarted the system and ensured that network traffic was within acceptable limits. All connections were verified to be intact, and geometry movement tests were successfully completed. After that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury upon recurrence; as such, the complaint was reported. Since that time, it has been identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall ensure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. They are instructed not to use the product for any application until they are sure that the user routine checks have been satisfactorily completed. Therefore, as the device was outside of use at the time the issue was identified, the user would have identified this issue prior to use, and the issue happened due to improper maintenance. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave a remote alert indicating an error in the geometry segment controller, which can impact geometry movements. No harm to the patient or user was reported. Philips has started an investigation of this complaint.